Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 045) issue. The reporter stated that the patient had a blood glucose (bg) of 20mg/dl. The patient was treated with glucose tabs and syrup. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient did not receive an alarm for being below their set limit or below 55 mg/dl. The low alert is set at 80. This report is being made due to the bg excursion the patient experienced due to an alleged cgm issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: the last basal delivery was on (B)(6) 2016 @ 8:27pm. The tdd adds up and equals the programmed basal rate target. Review of user setting show cgm low limit alert was enabled and set to 80mg/dl with 0min snooze time. Reported date from (B)(6) 2015 is overwritten. Cgm alert history show ¿cs208¿ bg below limit warnings. Test transmitter was paired with the pump correctly. Bg calibration of120 mg/dl was accepted in both attempts within 2hr. ¿ez-prime¿ steps were performed correctly, the pump reflected 24u after a 24hr on 1u/hr duration test, no eaw occurred during the investigation. Pump and transmitter ran with a steady reading of 115 mg/dl within +/- 20%..4-no eaw occurred during the investigation, test ¿cs208¿ warning was simulated with 100mg/dl as threshold. The pump gave the appropriate ¿cs208¿ warning audible and visible alert. -unable to duplicate ¿cgm low limit alert failure¿ complaint. Cgm low alert feature is functioning properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.